Event description:
The customer reported approximately five (5) milliliters of unknown clear fluid dripped outside from under the instrument involving coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe), consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a diluent leak at pinch valve pv49 due to worn tubing. The fse replaced all tubing at pinch valve pv49 and resolved the issue. The fse noticed the volume on latron control was low and adjusted volume, conductivity, scatter (vcs) latex gain. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).